Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot cvccpf, conformed to the specifications when released to stock in 24th march 2016. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The lp shunt surgery was performed to a (B)(6) year-old female with communicating hydrocephalus following sah on (B)(6) 2016. During patency checking prior to implantation, something like a blood clot was found inside the valve. The surgeon pumped the device repeatedly, but it was not removed and then a leak from the chamber was found. The surgeon implanted another valve instead and completed the case without further issues. The patient is currently being monitored. The surgeon commented that a blood clot might have caused the occlusion of the device.